Event description:
Information received from the field notes that the patient complained of a high heart rate. An ECG showed that the device was pacing at a rate of 90 ppm. An interrogation showed a rate of 60 ppm. The device was reprogrammed and paced at a rate of 60 ppm.~~~~~~~~